Event description:
It was reported that the device stored an episode with right ventricular lead oversensing occurring and there has been incremental increases in the short interval counts (sics) for quite some time. It was also reported that the doctor felt the issue was external interference with no specific issues noted at follow up. It was further reported that there was a patient transmission with no episodes noted, although there were twenty-five short ventricle-ventricle (v-v) intervals which could be attributed to premature ventricular contractions (pvcs.) The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed oversensing and 1 ventricular non-sustained tachycardia (nst) episode with an average ventricular cycle of 130 ms on (B)(6) 2011 01:37:26.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device had an episode with oversensing and there has been incremental increases in the short interval counts (sics) for quite some time. It is unknown if there was any intervention. The ICD remains in use. No patient complications have been reported as a result of this event.